Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range pacing lead impedance measurement that was detected via the patient¿s remote monitoring system. Additional information was received that the lead impedance was between 1950 ohms and greater than 2,000 ohms during the device change out procedure and since all other lead measurements were acceptable, the physician attributed the impedance value to the age of the lead. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received and indicated that high pacing lead impedance continues to be intermittently out of range. The physician has elected to continue to monitor this issue but take no additional action at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Visual inspection confirmed that the rv lead had been fully inserted by evidence of the lead seal ring marks in the device rv header port. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted over two years later following the patient's death or and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.